Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling insulation at tip of shaft. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.